Event description:
According to the child's grandparent, the child (who has angelman's syndrome) is able to pick the zipper apart and gets stuck in the bedframe with their head above the mattress and his body below. Per the complainant, once the child is there in that position, they didn't have the ability to get out. Per grandparent, the child has minor abrasions on his back and legs like he rubbed up against velcro. Per grandparent, this began about 3-4 weeks before the call, the zipper head was broken off one sheet but the child is escaping with both sheets. The complainant confirmed that locks were in use with these sheets and that the sheets were washed according to manufacturer instructions. Per grandparent, they bought the bed for use by their grandchild who lives with their parent. A picture shows a partial safety sheet zipper including the zipper bottom stop and locking loop and a second picture shows a part of the canopy side safety sheet zipper including the insert pin. Four more pictures show the zipper bottom stop from different angles which was from the sheet that the child removed the slider per the grandparent. No damage was observed in these pictures. A third picture shows the child within the frame of the bed with his head and leg sticking up and a bar between them and the date of (B)(6) stamped on the picture. Sensory medical sent a replacement sheet and the customer confirmed it was working. There was a report of minor injury as a result of the event.

Manufacturer narrative:
Sensory medical sent a replacement sheet and the customer confirmed it was working. In addition, sensory medical has requested return of the two affected sheets. Customer states that they had thrown out one sheet but would return the sheet in which the zipper slider had been removed by her grandson. Review of the order number shows that there were 3 sheets in the original order, but the customer states they only have two. The sheet has not been received as of this report. 240916m26 is the lot number for the safety sheets involved in this complaint. Review of the manufacturing records demonstrated the lot passed required inspections. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent entrapment and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. Page 5 contains a parts list, which includes the locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was a report of minor injury as a result of the event.

Manufacturer narrative:
A visual assessment was performed on (B)(6) 2025 on the safety sheet returned on (B)(6) 2025. There was damage to the zipper end box as well as a missing zipper slider. Due to this, the safety sheet was not able to be assembled to a cubby bed for further testing.